Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
The customer reported that during training on the system, one of the distributor's field service engineer's (fse) received an electrical shock and sustained a burn on his arm. An investigation is currently pending.